Manufacturer narrative:
Alleged failure: the first time we tried to use the iris infrared connections they would not work (white light-green light aim functions all worked fine and this out of the box malfunction wasn't known until they tried to use the iris functionality). Salesforce case number: (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the stents would not light up.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the stents would not light up.